Event description:
The clinician reported that 10 months after the dental implant was placed in ada site 19 in the patient's mouth, the implant lost osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.